Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-649h-(B)(4): the fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits severe devitrification at the output area, and detritus adhesion around output area; the fiber appears blackened near the heat shrink tubing open end; the heat shrink tubing exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during a bph procedure, while using the surgical side-firing fiber, with 38, 891 joules having been used and 7:45 minutes expended a bright flash was observed and the fiber stopped working. The fiber tip (cap) was cleaned during the procedure. The procedure was completed using second fiber. Patient outcome: no patient injury was reported.